Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 (device code): appropriate term/code not available (3191) for device perforation. H6 (device code): appropriate term/code not available (3191) for device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, difficult to remove, tilt, abdominal/back pain, limited physical activity, worry. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal/back pain, limited physical activity, worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right common femoral vein due to prophylaxis; deep vein thrombosis (dvt). Patient is alleging tilt and vena cava perforation. Patient notes and further alleges experiencing "injury to my inferior vena cava and surrounding structures due to filter strut perforation and tilt. I also experience significant abdominal and back pain. Some of the filter struts were perforating into my spine at l3, l3-4, an at the top of l4. Because of filter strut perforation, abdominal pain, and back pain, [physician] removed the filter. While trying to remove the filter, the hook ended up getting straightened out so a more difficult technique was required. Even though the filter is no longer in my body, I still worry about possible scarring and narrowing of my inferior vena cava". Patient further notes limitation to engage in strenuous physical activity due to abdominal/back pain. Per the (B)(6) 2006 ivc filter placement: "the inferior vena cava was measured and this measured 26.8 millimeters at the maximum. Following this gunther-tulip filter was deployed just below the level of the renal veins". Per the (B)(6) 2018 CT abdomen and pelvis: "again noted is slightly tilted ivc filter with the lower edges of the ivc filter extending beyond the inferior vena cava". "Impression: note is made of total dated ivc filter with the inferior limbs projecting out of the inferior vena caval wall, interventional radiology evaluation could be considered". It was reported a successful percutaneous filter retrieval was performed on (B)(6) 2019 due to abdominal and back pain.

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip in (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.